Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced a beep anomaly. Caller reported that insulin pump beeped every hour or hour and a half, but there was no alarm on the screen or in alarm history. Caller was advised to set insulin pump on vibrate. Caller reported that insulin pump did vibrate with no visible alarm. Caller also reported that blood glucose had been fluctuating from high to low with no alarms. Customer's blood glucose was between 80 mg/dl and 100 mg/dl. Caller requested that insulin pump be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display/display anomaly noted. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm test due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error and self tests. No audio/beep or vibrator anomaly was noted. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.